Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit lost battery power prematurely during patient transport. Mechanical ventilation was continued, there was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue.